Event description:
It was reported that ten days post implant the patient went to the ER (emergency room) due to left ventricular (lv) lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(40.